Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that she had an allergic reaction to the sensor adhesive, which then caused a bacterial infection. The patient felt considerable skin irritation on (B)(6) 2018 and removed the sensor. Upon removal, she noticed an abscess the size of a tennis ball in diameter on the upper abdomen under the right breast. The patient went to have the abscess drained at a doctor's appointment that day. Later in the day, she still felt irritation and went for an emergency visit at a hospital. The abscess was drained again, and the patient was treated with two antibiotics, sulfamethoxazole and trimethoprim. Then the area was treated with fluocinonide cream and packed with medical tape. At the time of contact, it was indicated that the area was healing and feeling better. No additional event or patient information is available.